Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that there were 757 re-mapped sectors and that the ram module was not functioning as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the navigation system displayed a sr manager error before reaching the application launch screen. It was reported that the site could not enter ear, nose & throat (ent) nor the administrative application. Restarting the navigation system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated following replacement of the computer. The system then passed the system checkout and was found to be fully functional.